Event description:
During a vasectomy procedure, report the clips would not advance. The surgeon used another instrument to complete the procedure. No pt injury reorted.

Manufacturer narrative:
5/8/97-supplemental report #1 submitted to FDA.